Event description:
It was reported that after approximately three days of intra-aortic balloon (iab) therapy, the pump generated an autofill failure alarm at 0815. The customer attempted to refill multiple times without success. Blood specks were noted in the iab in multiple sites. The physician and nurse practitioner (np) were notified. The pump was switched out but the issue continued. The np was at bedside with the physician on the phone. The patient was hemodynamically stable. The decision was made to stop pumping and pause heparin at 0837 in anticipation of possible replacement/ removal of the iab. The iab was removed at 1120. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional initial reporters - (B)(6) np & dr. (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
UDI # is incomplete as the catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
N/a.